Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The suprachoroidal hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a patient with a xen 45 gel stent implanted in the right eye subsequently had a suprachoroidal hemorrhage.